Event description:
It was reported that during a duodenal stenting treatment procedure, the stent failed to deploy. The target lesion was in the duodenal bulb. A wallflex enteral duodenal 27/22x12 230cm stent had been advanced to the target lesion but would not deploy. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine."